Event description:
Pt called in on (B)(6) 2013 to inform pdc of medical intervention that occurred on (B)(6) 2013 at 10:00 pm. Pt said she kept getting prodigy readings in the 300s and she felt her numbers were supposed to be higher than that due to her mouth feeling very dry. She stated she doesn't have a 'normal' number but knows readings are always high; normally 300-500 mg/dl. Pt called medics after getting 342 mg/dl on pdc meter. Pt said she did not take insulin, eat or drink while waiting on medics to arrive. Medic's meter read 435 mg/dl when test was performed 30 minutes after that of pdc meter. Pt declined medic's suggestion to go to the emergency room and/or see a doctor. She also declined treatment while medics were in her home. Per pt, last meter readings are: 7-day, avg 357 mg/dl, 14-day, avg 366 mg/dl, 28-day, avg 365 mg/dl, (B)(6) 4:56 pm 111 mg/dl, (B)(6) 4:05 pm, 242 mg/dl, (B)(6) 2:11 pm, 310 mg/dl, (B)(6) 1:34pm, 350 mg/dl, (B)(6) 1:16 pm, 342 mg/dl. Prodigy sent a replacement meter, batteries, ts, cs, and a prepaid envelope to pt and requested return of suspect product(s) for evaluation.